Event description:
Philips received a complaint on the dfm100 device indicating that there was a red x and beeping. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated by philips subcontractor. Based on the results of the analysis, the product was confirmed to be operating per specifications and cause of the reported problem was not enough charge in battery. The issue was resolved with an information of make sure the battery is at least 40% charged at all times provided to customer and also recommended to change the paddle connector. A review of the service history for this device shows the problem has not been reported again for this device.